Event description:
As reported by the customer; the applier misfired. The alleged malfunction occurred during a procedure.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.